Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported clinical observations of "malposition of device", "migration", "pain", "erosion" and "hernia" were determined to be inadvertent/unintentional interaction; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion and pain in the reservoir location. After inspection, it was noted that the component migrated from the left to right side of the abdomen. The physician believes that when he placed the reservoir, he did not put it in the space of retzius but accidentally above it. A revision surgery was performed to remove and replace the component in the correct location. During the procedure, a hernia was observed. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion and pain at the reservoir location. After inspection, it was noted that the component migrated from the left to right side of the abdomen. The physician believes that, when he placed the reservoir, he did not put it in the space of retzius but accidentally above it. A revision surgery was performed to remove and replace the component in the correct location. During the procedure, a hernia was observed. There were no additional patient complications reported.